Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of guidewire tip detached and retained in patient cannot be confirmed since no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for the failure mode of gudiewire tip detached and retained in patient's tissue is guidewire being pulled back against the needle during use; this is cautioned against in the dfu. As no product upn or lot number was provided, a device history records review could not be performed . Labeling review: the directions for use, that is supplied with the bioflo PICC kits contain the following information: venous access using guidewire: note: if using 145 cm or 70 cm hydrophilic guidewire, fill the wire holder (hoop) or bathe the guidewire with sterile normal saline for injection to ensure activation of the hydrophilic coating prior to the procedure. This may need to be repeated during the procedure by gently flushing the catheter with sterile normal saline solution for injection through the supplied flush assembly with the guidewire in place. Catheter preparation: note: for dual lumen catheters, be sure to prime each lumen prior to insertion. Precautions: if guidewire must be withdrawn, remove the needle and guidewire as a single unit. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor, (B)(4) reported receiving notification of an issue with an unknown bioflo PICC. (B)(4) received an inquiry regarding the MRI safety of the nitinol guidewire supplied with bioflo PICC kits. In follow-up communication regarding the inquiry, it was established that an event had occurred at the hospital in which a 2-3cm piece of nitinol guidewire (70cm) from a bioflo PICC (part number unknown, lot number unknown) separated from the guidewire during insertion, broke off in the vein and embedded in the patient's tissue. The clinician determined that the retrieval/removal of the guidewire piece would be difficult/impractical and left the piece in-situ following the PICC insertion. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident. The reported device is not available to be returned to the manufacturer for evaluation.